Manufacturer narrative:
Device not returned for evaluation. The device history record was reviewed, and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "to avoid the possibility of drain damage or breakage: avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a patient underwent a total knee replacement on (B)(6) 2015. The device was placed at the time of surgery. The drain was removed on (B)(6) 2015 with the nurse documenting that the tip was intact. On (B)(6) 2015, the patient complained of knee pain. The doctor ordered an x-ray. I t was alleged that the x-ray revealed a retained foreign body. The patient was taken back to the operating room on (B)(6) 2015 to remove the foreign body. There were not any sutures holding the drain in place and the foreign body could easily be seen and was removed with a tonsil hemostat.